Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via medwatch mw5069507. It was reported that the patient experienced atrial fibrillation and hypotension post procedure. In (B)(6) 2017, watchman ® laa closure device was successfully implanted during a laa closure procedure. The following day the patient developed rapid atrial fibrillation (af) with hypotension necessitating hospital admission for IV cardizem. They subsequently developed pneumonia, sepsis and expired 8 days after procedure.